Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. Customer had not addressed their bg at the time of troubleshooting. The customer reverted to an alternate method of insulin therapy.